Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Case abandoned due to patient anatomy. It was reported during an implant procedure on (B)(6) 2014, the case was abandoned due to the inability to place the paddle lead. The surgeon did a laminectomy at t10- 11 but was unable to place the lead in and move it up. A CT scan indicated there was calcification around t8-9. The patient was referred back to the anesthetists for percutaneous leads.